Event description:
It was reported that the plug heats up and gets really hot. Is unknown if the event occurred during a procedure.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. Mdu failed functional tests with extreme overheating of both the motor and power cord. After troubleshooting, the cause of overheating was observed to be shorted internal wiring of power cord. It was determined that there have been non-conforming material used in replacing the motor. Motor could not be removed from housing because of the 3rd party repair. It is not known if 3rd party repair caused damage to internal wiring of power cord. The complaint investigation has concluded that this unit has had a 3rd party repair to replace the motor but the power cord had an internal short due to damage to cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.